Event description:
New information notes that the device was explanted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the emergency room, the pulse generator exhibited backup vvi mode and no output. After a software download the device resumed normal function. No additional information was available, the device remained implanted.